Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain chronic, pelvic') in an adult female patient who had essure (batch no. 787223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, irritable bowel syndrome, gas pain and menstruation irregular. Concomitant products included ethinylestradiol;norgestrel (lo/ovral-28) from 2000 to 2011 and pancreatin (creon) since (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), breast pain ("breast pain"), lymph node pain ("lymph node pain"), axillary pain ("under the arms pain") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headache") and nausea ("nausea"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), fatigue ("fatigue"), abdominal distension ("bloating/ gi conditions"), constipation ("constipation/ gi conditions") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pancreatic failure ("exocrine pancreatic insufficiency disorder"), breast swelling ("breast sweling"), lymphadenopathy ("node swelling/ swollen lymph nodes"), change of bowel habit ("bowel changes") and irritable bowel syndrome ("ibs") and underwent cholecystectomy ("gallbladder removal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, migraine, nausea, vaginal discharge, pancreatic failure, breast pain, lymph node pain, axillary pain, abdominal pain, abdominal distension, constipation, diarrhoea, breast swelling, lymphadenopathy, change of bowel habit, irritable bowel syndrome and cholecystectomy outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, axillary pain, bladder disorder, breast pain, breast swelling, change of bowel habit, cholecystectomy, constipation, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, irritable bowel syndrome, lymph node pain, lymphadenopathy, menorrhagia, migraine, nausea, pancreatic failure, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: there were three coils remaining on the right and four coils on the left. Hysterosalpingogram date is (B)(6) 2011. Essure confirmation test date in current fu is (B)(6) 2011 with result bilateral occlusion. The plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, genital bleeding, fatigue, gi conditions, bloating, swollen lymph nodes, bowel changes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bloating, dysmenorrhea, pelvic pain, menorrhagia, diarrhea. Lot number: 787223, manufacture date: 2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-mar-2020: social media received events "ibs and gallbladder removal" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 787223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, irritable bowel syndrome, gas pain and menstruation irregular. Concomitant products included ethinylestradiol;norgestrel (lo/ovral-28) from 2000 to 2011 and pancreatin (creon) since (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), breast pain ("breast pain"), lymph node pain ("lymph node pain"), axillary pain ("under the arms pain") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headache") and nausea ("nausea"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pancreatic failure ("exocrine pancreatic insufficiency disorder"), breast swelling ("breast swelling") and lymphadenopathy ("node swelling"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder, migraine, nausea, vaginal discharge, pancreatic failure, breast pain, lymph node pain, axillary pain, abdominal pain, abdominal distension, constipation, diarrhoea, breast swelling and lymphadenopathy outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, axillary pain, bladder disorder, breast pain, breast swelling, constipation, diarrhoea, dysmenorrhoea, fatigue, lymph node pain, lymphadenopathy, menorrhagia, migraine, nausea, pancreatic failure, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: there were three coils remaining on the right and four coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bloating, dysmenorrhea, pelvic pain, menorrhagia, diarrhea. Lot number: 787223, manufacture date: 2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain chronic, pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 787223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, irritable bowel syndrome, gas pain and menstruation irregular. Concomitant products included ethinylestradiol;norgestrel (lo/ovral-28) from 2000 to 2011 and pancreatin (creon) since (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), breast pain ("breast pain"), lymph node pain ("lymph node pain"), axillary pain ("under the arms pain") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headache") and nausea ("nausea"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), fatigue ("fatigue"), abdominal distension ("bloating/ gi conditions"), constipation ("constipation/ gi conditions") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pancreatic failure ("exocrine pancreatic insufficiency disorder"), breast swelling ("breast sweling"), lymphadenopathy ("node swelling/ swollen lymph nodes") and change of bowel habit ("bowel changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, migraine, nausea, vaginal discharge, pancreatic failure, breast pain, lymph node pain, axillary pain, abdominal pain, abdominal distension, constipation, diarrhoea, breast swelling, lymphadenopathy and change of bowel habit outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, axillary pain, bladder disorder, breast pain, breast swelling, change of bowel habit, constipation, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, lymph node pain, lymphadenopathy, menorrhagia, migraine, nausea, pancreatic failure, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: there were three coils remaining on the right and four coils on the left. Hysterosalpingogram date is (B)(6) 2011. Essure confirmation test date in current fu is (B)(6) 2011 with result bilateral occlusion. The plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, genital bleeding, fatigue, gi conditions, bloating, swollen lymph nodes, bowel changes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bloating, dysmenorrhea, pelvic pain, menorrhagia, diarrhea. Lot number: 787223 manufacture date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : events added- genital haemorrhage, change of bowel habit. Verbatim ¿gi conditions¿ clubbed with events ¿bloating and constipation¿. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 787223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, irritable bowel syndrome, gas pain and menstruation irregular. Concomitant products included ethinylestradiol;norgestrel (lo/ovral-28) from 2000 to 2011 and pancreatin (creon) since may 2019. On (B)(6) 2011, the patient had essure inserted. In november 2011, the patient experienced vaginal discharge ("vaginal discharge"). In january 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), breast pain ("breast pain"), lymph node pain ("lymph node pain"), pain in extremity ("under the arms pain") and abdominal pain ("abdominal pain"). In june 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In november 2012, the patient experienced migraine ("migraines / headache") and nausea ("nausea"). In may 2016, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pancreatic failure ("exocrine pancreatic insufficiency disorder"), breast swelling ("breast swelling") and swelling ("node swelling"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder, migraine, nausea, vaginal discharge, pancreatic failure, breast pain, lymph node pain, pain in extremity, abdominal pain, abdominal distension, constipation, diarrhoea, breast swelling and swelling outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, bladder disorder, breast pain, breast swelling, constipation, diarrhoea, dysmenorrhoea, fatigue, lymph node pain, menorrhagia, migraine, nausea, pain in extremity, pancreatic failure, pelvic pain, swelling, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: there were three coils remaining on the right and four coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bloating, dysmenorrhea, pelvic pain, menorrhagia, diarrhea. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- event injury to herself removed and new events pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problem, urinary tract problem, migraine / headache, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, exocrine pancreatic insufficiency disorder, breast pain, lymph node pain, under the arms pain, abdominal pain, bloating, constipation, diarrhea, breast swelling and node swelling were added. Reporter and patient demography added. Medical history, lot number, lab data and concomitant drug were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.